Event description:
User alleges that a resuscitator was missing the face mask during a code situation. Another unit was obtained and no pt injury.

Manufacturer narrative:
H6. Results evaluation codes: smiths medical asd, inc. Is not able to fully evaluate this report as no samples or lot numbers are available for evaluation. If the face mask were missing, it would be visible through the package, as the packaging for this device is clear, and should have been noticed prior to use. A smiths medical asd, inc. Sales rep went to the hosp to audit their inventory for missing masks. He was told that would not be necessary as this event occurred last summer and they would not have any of that inventory left and they have not had any other events.